Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 0.9, laboratory inr: 2.6. The time between testing was within one hour. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Action: data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot number 305273. Investigation: discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 0.9, reference: 2.6, mean: 1.75, confidence limits: 1.2 - 2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 305273 on (B)(4) 2013. Results as follows: donor: (B)(4), inratio: 3.1, 3.0, 2.9, reference: 2.96, bias threshold: 1.96 - 3.96, %cv: 3.33. Donor: (B)(4), inratio: 2.9, 2.8, 2.8, reference: 2.52, bias threshold: 1.52 - 3.52, %cv: 2.04. All products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer (B)(4) discrepant complaints have been reported the production lot, yielding a complaint rate of (B)(4). Due to this low occurrence rate; corrective action is not required at this time.